Event description:
It was reported that pump displayed malfunction alarm while customer was changing cartridge, showing malfunction code 9. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance from support staff, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if any further malfunction alarms occurred.